Event description:
Customer reported that she was in the hospital for high blood glucose. Customer's blood glucose was 350 mg/dl. No other details about the hospitalization were provided. Customer declined troubleshooting for high blood glucose. Customer stated the up button on her insulin pump is not working. There were no significant events leading up to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the unresponsive buttons. The insulin pump was received without the original belt clip, and with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker, cracked belt clip slot, scratched case and cracked battery tube threads.